Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned during the recent device change out procedure. The leads pacing impedances had risen from 500 ohms to greater than 1500 ohms from one measurement to the next. The lead was successfully replaced without incident. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.